Event description:
A malfunction on the pump was reported by the caller, occurring on a different day than when technical support was contacted. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.